Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. The patient had not been charging their ins while they were dealing with other issues. The patient first noticed that they were not able to charge their ins the day prior to the report. There was not enough charge in the ins to allow them to clear the warning power on reset (por) with the clinician programmer following 1 physician mode recharge (pmr). The por appeared on the recharger screen after the pmr. The recharger was not advancing from the por screen to the charging screen. They were able to bypass the por screen after guidance and get to the recharging screen. They then worked on improving the coupling bars and the system appeared to be functional. Additional information was received from a patient with an implanted neurostimulator (ins) for failed back surgery syndrome. The patient reported that since the overdischarge their ins goes down to 1/4 after 3 day and that the problem "overdischarge" had "killed it (ins) a little bit" reducing the battery capacity. No symptoms, and no additional complications were reported for this event.